Event description:
It was reported that a solution administration set line broke in half. The reporter stated the set broke when the nurse took the line out of a colleague infusion pump. The device was being used with of 5% dsr, 4ml of 49.3% magnesium sulfate, and 9ml of 10% calcium gluconate at 43ml/hour. There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Visual inspection revealed that the set was completely cut apart from the tubing approximately 4cm below the blue slide clamp. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.